Manufacturer narrative:
The technician replaced the four casters to repair the bed.

Event description:
Information received indicates the brake and brake/steer casters while engaged in brake are able to move side to side.